Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during a routine programming follow-up appointment, it was noticed that the pt was not responding consistently. Parent do not report any accident trauma, blows to the head, injury, illness for infection.